Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on the anterior side assessed as unidentified (tear) opening. Additional observations: yellow particles inside of the device observed and crease (flat) observed.

Event description:
Healthcare professional reported via device tracking "saline implant rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "saline implant rupture" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported via device tracking "saline implant rupture" against right device. The device has been explanted.